Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code adhesive patch accidentally detaches from site (e.g., ripped out, caught on door handle, pulled by a pet, excessive sweating, prolonged contact with water, unattached during sleep or similar movement, etc.). The batch 6009190 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009190 was manufactured according to the work instruction (wi) version 116 and manufactured in the inset 9, on 12/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in databaseon 15/jul/2025 against malfunction code adhesive patch accidentally detaches from site (e.g., ripped out, caught on door handle, pulled by a pet, excessive sweating, prolonged contact with water, unattached during sleep or similar movement, etc.) And lot 6009190 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event and infusion set accidently pulled out during use. Blood glucose level was over 640 mg/dl at the time of the event. Patient got treated with intravenous (IV) and fluids of saline and insulin and antibiotics for urinary tract infection and yeast infection. Patient was found positive for moderate ketones level. Patient was released from the hospital on (B)(6) 2025. No further information available.